Event description:
Narrative from staff: eviva regular needle was plugged into the pearl to start stereo biopsy. Machine started blinking red (not ready to work). Cannister was changed, saline was changed, machine turned off and back on, still red light. As last resort a new eviva needle was opened and plugged into pearl biopsy machine and resulted in a green light (ready to work) and patient was able to have biopsy. Patient was not harmed and biopsy was able to be completed successfully.